Event description:
On (B)(6) 2012, the patient claimed the animas insulin pump load step issue. Reportedly, the subject did not recognize the cartridge during the load step and pushed all the insulin out. There was several loss of prime alert prior to changing the cartridge. The product allegedly was not misuse. The issue was not resolved with troubleshooting. This complaint is being reported due to the load step issue. There was no report of patient impact associated with the reported issue.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation a retained cartridge sampled from lot #b201825 was evaluated. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. The load step was performed successfully without any issues. A force sensor calibration test found that the force sensor was out of calibration. The pump was opened and corrosion was found on the force sensor.